Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused. The pump was programed for 600ml/hour but not infused (pre-programmed) then it was changed to 800ml/hour for 15 minutes and completed with 200ml administered. During this infusion, the pump alarmed numerous times for ¿downstream occlusions and opening door while infusion running¿. Additionally, the device was programmed with a flow rate of 600ml/hour and the duration was 20 mins. The total volume infused was 233.57ml which was an over infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.